Manufacturer narrative:
On (B)(6)2023, the following information was reported: the pump touch screen was responsive, but the screen was unreadable. Reportedly, the screen was missing a column and pixels. H6 (remove code 1559, add code 1408).

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive. There was no reported adverse impact to customer's blood glucose level. No additional patient or event information was available.